Event description:
During early morning rounds, the nursing supervisor entered the pt's room and noticed that the pt had coughed out the ventilator. The nursing supervisor replaced the vent. The supervisor observed that the machine was not making any alarm sound, the hallway alarm was not going off and there was no tale alarm. The panel on the vent did indicate alarms and a disconnection indication. The nursing supervisor double checked the vent's cable and rechecked vent, but the sound alarms continued not to work. The supervisor called a nurse to stay with pt while he got respiratory and replaced the vent. The pt desaturated to 91%. The pt is at 96% saturation with the vent. There was no apparent harm to the pt. New vents were rented. The vent was inspected and passed on (B)(6) 2013. The ventilator checklist was done and passed on (B)(6) 2013.